Manufacturer narrative:
A ge service rep performed an on site investigation. The generator performance specification was adjusted to increase the voltage. The generator calibration was completed and the power cord and cable were inspected. The system was tested and operates as intended.

Event description:
The customer reported that during a procedure, the 9900 system produced a communication error message. No pt injury was reported.